Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to take benadryl for the skin irritation. Follow up indicated that the skin irritation improved.